Manufacturer narrative:
The formed needle and bottom housing were inspected and no damages or defects were found. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135 and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the abdomen between 24 and 36 hours, the site was infected, red, painful with burning sensation and draining. The patient was prescribed by the health care practitioner (hcp) a topical ointment (fucidin) to be used on the affected area.